Event description:
The screwdriver tip was broken while tightening the assembly screw. An incorrect (non-torque limiting) screwdriver handle was used by mistake (during assembly of the implant).

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.